Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of composix kugel mesh, patient was diagnosed with inflammation, adhesion, ischemia, obstruction and hernia thereby underwent repair. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: 02/17/2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. 03/14/2016: the patient had unspecified injuries. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: 17-feb-2016 - patient was diagnosed with a recurrent left inguinal hernia and right inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax meshes. Per operative notes, ¿on right side, there was a direct and indirect defect noted. The peritoneal lining was completely reduced. Then, a bard right-sided 3dmax mesh (device #1) was placed covering the direct and indirect spaces as well as the femoral space and secured to the cooper ligament using absorbable tacks. On left side, there was a piece of previously placed stitch noted in the area. The indirect space was identified, and the peritoneal lining was completely reduced and small cord lipoma on this side was also reduced. A bard 3dmax left-sided mesh (device #2) was placed and secured with tacks on cooper ligament.¿ 14-mar-2016 - patient was diagnosed with incarcerated right inguinal hernia and inflammation, adhesion thereby underwent repair. Per operative notes, ¿the terminal ileum was into the inguinal canal and was affixed to a piece of mesh was freed up. There was some tearing of the serosa, and portion of small bowel was resected, and then, primary anastomosis was done. The inguinal canal contained blood and inflammation. Seprafilm was placed anteriorly and closed with suture.¿ attorney alleges that the patient had bowel obstruction, bowel removal, infection, pain and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. On (B)(6) 2016: the patient had unspecified injuries. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿